Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2017, patient implanted with a afx2 bifurcated stent graft and afx vela suprarenal. On an unknown date, the patient went to the hospital due to back pain. Secondary procedure was performed on (B)(6) 2018, to treat leakage and compression of the vela distally. The leakage was not clear to see and was reported to be a endoleak type I and iii. Two vela infrarenal were implanted to seal the leak. The procedure was easy going and had good outcome. The patient was reported to be in good condition. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; endoleak type I, endoleak type iii. The physician conducted a secondary procedure to treat the patient and was completed successfully. The manufacturing records confirm that the lots met all requirements prior to release. There have been no further reports of negative patient sequelae. The device remains implanted in the patient and is not available for evaluation. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.